Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pediatric patient underwent an emergency procedure to repair a laceration on (B)(6) 2016 and topical skin adhesive was used. The patient reacted to the topical skin adhesive with a burning sensation. The first application was removed and a second application was applied. The second application had no adverse effect and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
How many layers of dermabond were applied? 4-5. What tissue was the dermabond applied to? Face or neck.

Manufacturer narrative:
Date sent to the FDA: 04/28/2016. The representative sample was returned for evaluation. Visual evaluation was performed and no anomalies or defects were observed. Functional examination revealed that results are within required specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.